Event description:
A consumer reported a high reading on the precision xtra blood glucose monitor when compared to the lab reading. The values, when plotted on a parkes error grid fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.